Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. According to the customer, the following details regarding the cds process were as follows: the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was a delay in the start of precleaning, it was noted it was delayed and not implemented. The air/ water nozzle was flushed with air and water; however, the nozzle was not wiped/ cleaned with lint-free cloths/brushes/sponges. The endoscope was immersed in the detergent solution. There were no abnormalities in the accessories used for reprocessing. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to clogging of the nozzle, water supply volume and water removal ability did not meet the standard value; due to wear of angle wire, bending angle in the up down direction did not meet the standard value; adhesive on the bending section cover had a chip, adhesive around objective lens and light guide lens was peeled, the forceps channel port and suction cylinder was shaved; the control unit and connecting tube had discoloration; and the following were scratched: the plastic distal end cover, protector of universal cord on the suction connector, scope connector cover, forceps lever, forceps lever knob, up down knob, switch 1, switch box, universal cord, grip, control unit, connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the videoscope had a weak water supply. The issue occurred during an unknown procedure. During evaluation, the following reportable issue was found: a foreign object inside the nozzle. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.